Manufacturer narrative:
W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2013 a patient in the (B)(6) study was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system to treat an abdominal aortic aneurysm. The patient was discharged at (B)(6) 2013. On (B)(6) 2013 the patient presented with a bilateral type I endoleak distal. On (B)(6) 2013 the patient was implanted with 2 gore® excluder® aaa endoprosthesis components in the left leg to and 2 gore® viabahn® endoprosthesis in the right leg to treat the bilateral type I endoleak distal.

Manufacturer narrative:
Please note, additional devices implanted in this patient and involved in this event include: plc181000 lot # 11441813, plc231400 lot # 11535877.